Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's remaining test strips were received for investigation and were tested with a retention meter using quality control materials. Testing results: qc 1: 3.6 inr, qc 2: 3.6 inr, qc 3: 3.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.8 - 4.4 inr). All measurements were without error messages. Retention test strips (lot 314047) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The initial reporter received questionable high results for two patient samples from coaguchek xs pro meter serial number (B)(4) compared to a laboratory using a ca1500 analyzer with thromborel reagent. Patient 1: at 8:30, the result from the meter was 4.0 inr. At 9:56, the result from the laboratory was 2.8 inr. Patient 2: on (B)(6) 2019 at 8:30, the result from the meter was 4.3 inr. At 10:13, the result from the laboratory was 2.8 inr. This patient was (B)(6). There was no allegation of an adverse event.